Event description:
It was reported this balloon ruptured on the second inflation at an unknown pressure dilatation of a stenosis located between two previously placed stents in the iliac artery. Followup indicated an inflation monitor was not utilized. During withdrawal of the balloon catheter, it is believed the balloon material caught on one of the stents. Continual exertion against resistance resulted in detachment of the balloon material in the pt. It was noted the detached balloon material was caught on the stent. Percutaneous attempts to retrieve the balloon material were unsuccessful. A stent was placed to tack up the balloon material and connect the two previously placed stents. The pt's condition is good. The device has just been received by this MFR. Upon completion of the engineering eval, a supplement will be sent at that time. Co's followup revealed this balloon was inflated without the benefit of an inflation monitor. It was also indicated continual exertion against resistance resulted in detachment of the balloon material. Co believes these factors contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause of this event at this time. Directions for use state: "it is essential that an inflation device with pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied. Do not exceed the maximum limits of the product. The rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."